Event description:
It was reported that pump housing and usb port was loose and damaged, which prevented charging and caused pump shutdown, leading to customer blood glucose reading as ¿high¿ with specific value unknown. Customer treated high blood glucose with correction bolus from pump, and planned to use multiple daily injections as backup insulin therapy, and did not need third-party medical help, while technical support arranged replacement pump.